Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Boston scientific technical services (ts) reviewed three events, two of which had a single shock and a single burst of anti-tachycardia pacing (atp) and the third event showed a burst of atp as well as 7 shocks, resulting in therapy exhaustion. The therapy appeared to be the result of atrial fibrillation (af) with rapid ventricular response (rvr). A consultation with a cardiologist or electrophysiologist was recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.